Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. It was found that load cell 2 was defective and a replacement was required. Following service, including replacement of the load cell, the platform passed all testing criteria. No physical damage was noted during visual inspection. During functional testing, user advisory 7 displayed upon powered on the device, thus confirming the reported complaint. A review of the archive was performed and the reported complaint of user advisory 7 was confirmed. The archive data shows that user advisory 7 occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse (B)(4).

Event description:
As reported, autopulse platform (B)(4) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. Customer was unable to clear the error. No further information was provided. There was no report of patient involvement.